Manufacturer narrative:
The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported placing a second impella cp smartassist after the first impella cp immediately had suction and low flows. Insertion of the second pump was successful but yielded the same results - immediate suction and very low flows. An echocardiogram was completed and showed no blood flow to the left ventricle, compression, and potential bleeding into the lungs. The medical team was going to discuss with the patient's family but the patient passed.

Manufacturer narrative:
The investigation was completed. Major bleed: clinical reported that the lv became compressed and no volume was flowing, and it was attributed to a bleed into the lungs. The product was returned for investigation but no abnormalities were observed. The cause of the bleed could not be determined due to insufficient clinical details. Pump suction/low pump flow: clinical reported that the pump was getting low flows and suction immediately after starting the pump. This was the second pump attempted in the case. The product was returned for investigation and no kinks or abnormalities were observed. The returned pump was not run in the lab to reproduce the low flow. Data log review confirms low flows and suction during the case, which was only about 15 minutes long. At p-9, flows were less than 3.0l/min. Placement signal was very low from the start and lost pulsatility over time. After ~4 minutes of running, the pump was turned off by the user for ~6 minutes. After restarting the pump, placement signal pulsatility and magnitude were lower than before and trended down for the remainder of the case. Data logs from the prior pump showed a decrease in placement signal and low pulsatility as well. It was mentioned in clinical details that the patients there was no blood volume in or entering the lv and it became compressed due to a bleed into the lungs. According to clinical details and investigation results, the root cause of the low flow and suction was due to the patients condition, as the low placement signal aligns with clinical stating there was no volume in the lv. Device history review was completed and passed all post sterile inspection criteria.